Event description:
During remote monitoring, episodes of noise resulting in oversensing and pacing inhibition were observed on the device. The patient was pacemaker dependent, but did not experience any adverse consequences due to the loss of pacing. No intervention was performed at this time. The patient was stable and will continue to be monitored.